Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Event description:
It was reported that during patient, use the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer attempted to use a new lifeband and error code would not clear. Customer also indicated that there did not appear to be an issue with patient positioning. No patient information is available and no adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform was returned for evaluation and it confirmed the reported problem. The archive data analysis exhibited user advisory 7 (discrepancy between load 1 and load 2 too large). The load cell characterization testing confirmed the load cell module was not functioning properly. The load cell module was replaced and the platform passed testing.